Manufacturer narrative:
Evaluation summary: the reported condition of fail code 804:22 was confirmed. Inspection of the device revealed a defective user interface module printed circuit board. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-91, which was opened jan 28, 2005, which is in the implementation stage.

Event description:
The facility representative reported a fail code 804:22. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.